Manufacturer narrative:
Additional information. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section event: additional information.

Event description:
Additional information: it was reported that the patient was not admitted. The patient¿s inr was 2.6, plasma free hemoglobin was less than 30 g/dl, lactate dehydrogenase (ldh) was 328 u/l. A non-device related cause for hemolysis was not identified. Reportedly, the physician stated that there would always be a little blood in the patient¿s urine. Urinalysis and urine culture was scheduled. The physician recommended a non-contrasted CT scan of the abdomen and pelvis ordered.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019 the patient presented to the clinic and reported blood in urine on (B)(6) 2018 and a couple times since. Additional information was requested.